Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that vasoview hemopro 2 cautery started beeping like being used and was not on at the moment. Then the device started to smoke. Device not directly being used on patient at the time of the incident. No patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that vasoview hemopro 2 cautery started beeping like being used and was not on at the moment. Then the device started to smoke. Device not directly being used on patient at the time of the incident. No patient involvement.